Event description:
It was reported that an ilet insulin pump developed a cracked display and the touchscreen became unresponsive, preventing acknowledgment of a firmware update and normal operation; the patient confirmed the device had been bumped or dropped, data were synced via the app, and the device will be returned. Symptoms included no injury. Outcomes included interruption of pump therapy and use of backup therapy, with blood glucose reportedly unaffected. Investigation included device replacement and retrieval coordination for return evaluation. Investigation of this case revealed physical damage to the display that impaired user interaction. It was concluded that the event was due to device damage from impact, resulting in loss of intended function of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.